Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the auto fill failure was verified, due to blood in the pim. The tidal disk and safety disk were replaced as a part of preventive maintenance. The pim was ordered and another visit would need to be done. At the moment the fse is waiting for the po to be released, once repairs are done the investigation will be reopened if new information is given.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) has a autofill issue. There was no patient involved and no harm or injury reported

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.